Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had an unknown mentor saline prosthesis implanted. The prosthesis "deflation" post procedure. As a result, the device was removed. At the time of this report mentor has no additional information. If additional information is made available in the future, a supplemental report will be submitted at that time.